Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Battery door was found cracked by the right bottom corner. Force sensor test alarm was found in pump event history log. Calibration force sensor test and power up test were unable to duplicate the reported problem. The root cause of the reported issue was unable to be determined. Force sensor was in spec and there was no loose connection. Actions were taken to mitigate the reported issue: replaced battery and battery door.

Event description:
It was reported that the device was presenting system failure-force sensor test. No patient injury was reported.